Event description:
Patient reported she had issues with 4 cassettes over the past month. She kept the cassettes but only has the lot information for two of them: 4203283 and 4173645. No other info available. Did the reported product fault occur while in use with the patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the actual cassette available for investigation? Yes; did we [MFR] replace the cassette? Yes; did the patient have add'l cassettes they were able to switch to? Yes; if yes, was the patient able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes; what is the outcome of the event? Resolved. Reported to patient/(B)(6) by pt/caregiver.